Event description:
On the (B)(6) 2022, integrum received a notification from a prosthetist that a patient fell and fractured his wrist and humerus when the axor ii detached from the abutment while walking. No other information is available at this moment, however more information has been requested. The case will be followed up once more details of the incident is available, and the unit has been received for inspection by integrum.

Event description:
On the (B)(6) 2022, integrum received a notification from a prosthetist that a patient fell and fractured his wrist and humerus when the axor ii detached from the abutment while walking. Batch documentation has been reviewed, the unit was manufactured according to specification and no deviations were found. Manufacturing date 2017-05-09. The axor ii i4597 has previously been serviced by integrum on 2019-12-06. The issue was resolved and unit returned to customer. Information has been requested from the reporter on several occasions, on the 9th of june 2022 the official complaint was received at integrum, with details of the reported issue. The unit has also been received for inspection by integrum. During technical investigation of the axor ii, the clamps were found to be worn, causing issues with the axor ii gripping the abutment. It was concluded that the wear of the axor could have caused the axor ii falling off. The annual inspection of the unit that shall be performed by a certified prosthetist or integrum has not been performed on unit (B)(4) for the past two years. Integrum has provided a feedback report informing about the need for the end user to have their units serviced annually by a certified prosthetist or integrum, as stated in the instructions for use. The unit has now been serviced according to manufacturing specifications, the clamps have been replaced and the unit has been returned to the customer.